Event description:
Arthroscopic surgery, using the vapr s90 electrode. When electrode was used and moved out of the patient, and activated, there was a flame of 1 to 2 cm. The following information was received from our affiliate on(B)(4) 2014; the flame can be described as sparking. The electrode was activated for about 15 minutes, and was not buried in tissue. It was not reprocessed and not activated outside the saline pocket. Information received via email from our affiliate sales rep on (B)(4) 2014 indicates the complaint device sparked while inside the patient. See associated medwatch # 1221934-2014-00284.

Manufacturer narrative:
Two devices were reported in this event, however only one complaint device has been returned and evaluated by mitek. Visual inspection under magnification reveals the distal active tip shows signs of melting of the manifold and return brace components. Tissue and blood debris is retained in the suction tube. This damage to the active tip would lead to sparking of the electrode as reported, confirming this complaint. No functional test was conducted to avoid further damage. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ a batch record review has been conducted for both the batches reported in this complaint and the results indicate that these batches were processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for lot u1402169 and one similar and one dissimilar complaint for lot u1401178. However in the interest of continuous improvement, a supplier CAPA been initiated to investigate and determine a root cause for the melting of the active tips. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Arthroscopic surgery, using the vapr s90 electrode. When electrode was used and moved out of the patient, and activated, there was a flame of 1 to 2 cm. The following information was received from our affiliate on 6-18-2014; the flame can be described as sparking. The electrode was activated for about 15 minutes, and was not buried in tissue. It was not reprocessed and not activated outside the saline pocket. Information received via email from our affiliate sales rep on 7-10-14 indicates the complaint device sparked while inside the patient. See associated medwatch # 1221934-2014-00284.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.